Event description:
Information was received indicating that during use of a smiths medical cadd administration set, leaking was noted. No patient consequences were reported. No adverse effects were reported.